Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 11/15/18 update. The procedure was a left heart cath and the patient is stable.

Manufacturer narrative:
Pt info:- requested, not provided. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a 5/6 glidesheath slender was inserted in the radial artery without incident. The case was completed without incident. The customer then attempted to pull the sheath back approximately 2cm in order to place a tr band. Upon pulling the sheath back, the sheath separated into two pieces from the hub just distal to the hub / sheath body connection point. The customer quickly inflated the tr band and was able to pull the remainder of the sheath out of the radial artery without incidence or blood loss. It was reported that the patient is in good condition.